Event description:
Patient's mother and home health nurse report that patients nurse has been trying to infuse patients gamunex-c since 10am pacific standard time. Nurse reports there was an occlusion error on patients pump. The pump was restarted and infusion continued. Nurse then reported that by 3pm pacific standard time only 24 ml out of 200 ml had infused since the pump was restarted. Advised the tubing likely needed replaced and the pump restarted again. This did get the pump to work properly; however, the vial will be punctured for too long by the time the infusion is complete. Advised to stop the infusion at this time. Patient has another vial for tomorrow's infusion. No further questions or concerns reported. Indication: selective deficiency of immunoglobulin g [igg] subclasses.